Manufacturer narrative:
Device problem code: (B)(4) the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car-rx was pushed back. Functional test found the trapezoid basket was able to extend and retract as intended. The reported event was not confirmed. Based on all available information, it is possible that the manipulation, the technique used, or the tortuosity to which the unit might have been exposed, caused the reported adverse event. However, the device did not present any issues at the time to pass the functional test. The evidence of side car rx pushback suggest that the device was subject to some resistance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during a transendoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During the procedure, the trapezoid basket failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The investigation results revealed the side car - rx was pushed back; therefore, this is now an MDR reportable event.